Event description:
When the line was inserted, slight swelling was noted. The pt complained of pain during IV infusion and the site seemed to be more swollen. The following day the pt again complained of pain and upon inspection it was discovered that there was a split in the line. The line was removed.